Manufacturer narrative:
Complaint text indicated that control values had been acceptable but erratic. The customer stated that an abbott field service representative (fsr) had been in the account earlier and may have replaced the probes. Complaint text indicated there were no issues with the condition of the samples (i.e fibrin or particulate matter). Complaint text does not indicate whether or not the customer performed any troubleshooting, or whether maintenance was up to date. Abbott field service was dispatched to inspect the analyzer. Per complaint text, service found the r1 probe clogged/obstructed and replaced the probe and calibrated the pipettor. Review of the device history record for architect i2000 indicated that the system passed all manufacturing requirements to be released for distribution. A review of complaint trending for the month of june 2007 related to the architect system was performed. No new deficiency related to the issue was identified that would suggest continued use of this product would cause some type of adverse health consequence or that the product is performing contrary to intended use or label claims.

Event description:
A physician questioned an architect i2000 bhcg result of 72,000 miu/ml because a higher result was expected. The sample was retested on a different architect i2000 analyzer and the bhcg result was greater than 200,000 miu/ml. No impact to pt management was reported.